Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4)

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.